Manufacturer narrative:
This report is being supplemented to provide additional information based on completed final investigation, and the device malfunction reported by the customer was not confirmed during evaluation. Based on the investigation the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited error 226. There were no reports of patient harm.